Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device was returned in good condition. The device was tested with a generator and was functional. No unusual sound was observed during testing and the hand switch activated normally, no continuous activations occurred. There were no anomalies noted with the functionality of the device. The reported incident could not be recreated nor confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Additional analysis results: the device was received in (B)(4) for review. The device was visually examined. The blade was in good condition and there was no tissue build up noted on the device. The device was activated on a gen04 generator repeatedly. There were moments of no activation or intermittent activation, but no continuous activation was observed. The switch circuit was disassembled and it was determined that there was contamination under the dome assembly. It is likely that this contamination occurred during a re-use or cleaning process prior to the device being returned for analysis.

Event description:
It was reported that during an unknown procedure, an unexpected sound was heard and the device was not cut properly. There was no problem in sealing. The device was activated without pressing the hand switch. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.